Manufacturer narrative:
It was initially reported that the device would be returned; however, after three requests to return the device, the device was not returned. If the device is returned at a later date, a supplemental MDR will be submitted within 30 days, and the analysis of the device will be completed. Complaint conclusion: as reported by a healthcare professional, two orbit galaxy complex fill coils (640cf0306/17085536 and 640cf0510/17253574) stretched before use in the patient. There were no potential patient adverse events. It was reported that the device would be returned for analysis; however, multiple attempts to request that the device be returned were unsuccessful. No additional information could be obtained. Review of DHR for lot 17253574 concluded 1 unit was rejected for coil stretched, and it could be related to the failure reported the customer. However, the DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The report of orbit galaxy units being stretched could not be confirmed without product return for analysis. Based on the minimal information provided, it is not possible to determine when the stretching occurred or what factors may have contributed to the event. Since there was no evidence to suggest the coil stretching was related to a manufacturing issue, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 3008264254-2015-00077 and 3008264254-2015-00078.

Manufacturer narrative:
(B)(4). It was reported that the devices would be returned for analysis; however, the devices have not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 3008264254-2015-00077 and 3008264254-2015-00078.

Event description:
As reported by a healthcare professional, two orbit galaxy complex fill coils ((B)(4)) stretched before use in the patient. There were no potential patient adverse events. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The device was returned for analysis on 01/19/2016. Complaint conclusion: as reported by a healthcare professional, two orbit galaxy complex fill coils (640cf0306/17085536 and 640cf0510/17253574) stretched before use in the patient. There were no potential patient adverse events. The device was returned for analysis; however, after three attempts to obtain additional information, no information was provided. A non-sterile orbit galaxy tdl complex fill 5x10 was received coiled inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked at 24, 55, 108 and 128.3 cm from the proximal end of hub. The introducer was received un-zipped and it was found kinked. The support coil, gripper and embolic coil were received outside of the introducer. The support coil was inspected and no damages were noted on it. The gripper was inspected and no damages were noted. The embolic coil was found stretched. The gripper and embolic coil were inspected under vision system; the gripper was found without damage while the embolic coil was found stretched. The suture was found intact without breakage. The DHR review of lot 17253574 one (1) rejected unit (coil stretched) that could be related to the failure reported the customer, however; the device was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The failure reported by the costumer as ¿coil - unraveled/stretched-prior to use¿ was confirmed for both coils during analysis. The condition of the embolic coil was apparently caused by applying excessive force, but it could not be conclusively determined. However; these defects could not be related to the manufacturing process, and procedural factors appear to have contributed to have these damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated reference numbers of 3008264254-2015-00077 and 3008264254-2015-00078.